Event description:
Reported event of "observed in-hosp mortality" from journal article: "national trends in use and outcome of laparoscopic adjustable gastric banding". Surgery for obesity and related diseases 5 (2009) 150-155 elsevier. The MFR of the device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial #, date of event, implant and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "warnings: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."